Event description:
Information was received indicating that a cadd legacy 1, mdl 6400,was exhibiting ?no disposable, pump won't run" alarm. It was reported that troubleshooting was unsuccessful. Per reporter the end user was able to continue infusion after mixing a new cassette. No adverse patient effects were reported. No additional information is available.